Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.